Manufacturer narrative:
1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs ipg was taking too long to charge. The patient stated it would take two days for the ipg to charge. Subsequently, the ipg battery depleted and the device became inoperable. Surgical intervention may be necessary to replace the patient's scs ipg.